Event description:
During insertion of tmini pins, the surgeon reported that the tmini pins were spinning even when the device was not in plane. The unintended spinning of the pin presents a potential risk of user or patient injury due to loss of control of the pin or unintended tissue contact. The procedure was completed using the tmini system, and no injury to the patient or user was reported.

Manufacturer narrative:
The device was returned. The investigation is on-going. A follow-up report will be submitted when the investigation is completed.